Event description:
It was reported that an ilet user experienced a connectivity issue in which the dexcom g7 provided glucose readings in the dexcom app but failed to pair with the ilet, after which a ¿replace sensor now¿ message occurred following a restart sequence and sensor code entry. Symptoms included no physiological effects. Outcomes included no clinical impact and no change to therapy beyond a sensor replacement facilitated by the cgm partner. Investigation included technical troubleshooting and education by support and a transfer to the cgm manufacturer for replacement. Investigation of this case revealed a cgm sensor failure with pairing limited to the ilet. It was concluded that the event was attributable to a failed cgm sensor component affecting communication with the ilet, without patient harm.